Manufacturer narrative:
One (1) photo provided for evaluation; one (1) photo confirms the complaint of leaking.the reported complaint can be confirmed. The probable cause is due to incomplete insertion during assembly. The device history lot number was not reviewed; no lot information was provided.

Event description:
The event involved ls prim plumset-sl pe-lined where the customer reported leakage was found at the connection between the tubing and the end connector. It was unknown if there was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.